Event description:
It was reported that the endoplege coronary sinus catheter would not measure changes in pressure. No patient injury was reported. The md used antegrade cardioplegia only.

Manufacturer narrative:
Device evaluation into root cause anticipated upon product return from the customer.